Event description:
This pt had a previously implanted ventricular defibrillator lead that presented with recent defibrillator shocks, some of which were inefficacious in converting his tachycardia and failure of his pacemaker spike to capture noted on telemetry monitoring. Lead appeared twisted at suture.